Manufacturer narrative:
It was discovered on 04/30/2015 that the incorrect results code was documented on the initial MDR that was reported to the FDA on 04/21/2015 - MFR # 1049092-2015-00216. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 05/06/2015.

Manufacturer narrative:
Additional information was received on august 17, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0207 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The complainant reports an intensive care unit patient had the flex-seal signal (fms) inserted on (B)(6) 2015 for type 7 diarrhea and complained of pain during insertion of the device. It was further reported the device was removed on (B)(6) 2015 after being in place for ten days due to the patient complaining of pain at the insertion (rectal) site and the device was no longer required. The patient also complained of pain after the device was removed. The complainant reports the patient was reviewed and it was determined that a surgical consult was needed and requested. It was further reported that they suspect that a colonoscopy will be required to determine/confirm if the patient had mucosal tissue damage. The complainant states the patient was prescribed retragesic nitrate for pain. At the time of this report the surgical consult had not been fulfilled.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.